Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable connector assembly at the failure analysis center and observed that several of the device connector wirings at the sockets were broken off.

Event description:
It was reported that the device therapy cable connector was loose. The device was unable to provide defibrillation therapy. There was no report of pt use associated with the event.